Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 402 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.